Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend and that the sensor is not reading accurately. Customer also indicated that calibration errors have been received during normal use. The customer indicated that the sensor glucose was 98 mg/dl and blood glucose was 200 mg/dl. Troubleshooting advised customer on proper insertion and site technique and how to properly calibrate. Customer was advised that the device would be replaced and to return the sensor for analysis.

Manufacturer narrative:
Analysis inspected one opened and used sensor and performed continuity resistance test. Sensor failed per specifications.